Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and provided instructions for the customer to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days. The customer had no backup therapy available and planned to consult their healthcare provider.